Manufacturer narrative:
(B)(4). Occupation: na. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, after a year, the patient was still on heavy pain killers for chronic pain caused by the mesh. The patient just had a trip and overnight stay at a hospital for enteritis, and said to be caused by food poisoning or possibly caused by irritation to the patient's small intestine, coming in contact with the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.